Manufacturer narrative:
The depth gauge for 2.7 mm & small screws (p/n 319.01 l391841) was received with only the guide sleeve (319.01.7) component, no other components were returned. The slider assembly (319.01.4), knurled cap (e2008) and headpiece assembly (319.01.1) were all missing. No fractures or breakage were observed with the returned component of the device. The complaint condition of broken is unconfirmed for the depth gauge for 2.7 mm & small screws (p/n 319.01 l391841) as no fractures or breakage were observed with the returned guide sleeve (319.01.7). The slider assembly (319.01.4), knurled cap (e2008) and headpiece assembly (319.01.1) were all missing. While no definitive root cause could be determined, it is possible that the depth gauge components were misplaced during reprocessing/surgery, as the depth gauge can be disassembled/reassembled. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 319.010. Lot: l391841. Manufacturing site: (B)(4). Release to warehouse date: 19. Sep. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on august 23, 2019, a depth gauze was found broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no information is available. This report is for one (1) depth gauge for 2.7 mm & small screws. This is report 1 of 1 for (B)(4).